Event description:
Event occurred in italy. It was reported that the patient experienced six infusion set fell off events during use on (B)(6) 2026. The infusion sets were used for less than a day.

Manufacturer narrative:
Initial 2 of 6. E1:name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.